Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation. (B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the instrument was fired. Subsequently, the status indicators turned blue, and the knife blade would not retract. The battery was removed and reinserted into the instrument, however, the knife blade still would not retract. The handle was removed and the retraction tool was inserted into the shaft and the knife blade would not retract. The retraction tool was then placed into the retraction tool receptical and turned but the knife would not retract. The tool was inserted alternatively to each receptacle in an attempt to gain movement, turned clockwise and counter clockwise in attempt to remove the reload knife blade but the knife would not retract. Then the disposable handle was opened with a new reload. The instrument was placed between the stuck idrive and reload and patient sleeve at the junction and the instrument fired successfully. The reload was resected. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 2, one endo gia adapter xl, one adapter manual retraction tool, and one endo gia* tri-staple rr 60mm extra/thick reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The retraction tool and handle displayed no abnormalities that would have caused or contributed to the reported condition. System software confirmed 43 autoclave cycles for the adapter and 44 autoclave cycles for the handle. System software also confirmed elevated forces were recorded during attempts to retract the knife assembly after firing. The adapter was received with the reload attached. Visual inspection of the reload noted it has been partially fired. The reload was received partially fired and articulated with the jaws clamped. Tissue was incorporated in the jaws. Further examination of the reload noted damage to the cutting edge of the knife blade. The jaws were successfully opened using the returned retraction tool, and the reload was removed from the adapter the adapter was disassembled and extensive residue was observed within the device. Examination of the adapter noted the transmission assembly was seized and a connecting pin was broken. However, the device was able to retract when it was received for investigation. Further testing of the reload, handle, adapter, and retraction tool noted no functional abnormalities. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The observed residue can be the result of the adapter being improperly cleaned. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.